Event description:
Unit failed to charge on pressing the "charge" button during code 900 (code blue.) There was no visual indication of an error condition. An equipment failure could not be duplicated locally nor by manufacturers field service rep.